Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery and the load process. It was reported that the customer's blood glucose level was 500 mg/dl. The contact indicated that a manual insulin injection would be administered.